Event description:
The user went into the kitchen while using the walker and the left rear wheel of the walker fell off. The user fell forward and hit the forehead and right elbow. The pain reportedly ceased soon after the event.

Manufacturer narrative:
The wheel that came off and that was returned with the walker to etac was from an earlier model and did not fit the walker. Etac's customer could not find the original wheel. The wheel axles of the walker were according to specification. Since the original wheel and circlip were not returned to etac, etac could not examine them. (B)(4).